Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer¿s blood glucose level was 50 mg/dl at the time of incident. Customer was not using auto mode feature on insulin pump. Customer did receive sensor glucose value not available alert and change sensor alert. The sensor and insulin pump will not be returned for analysis.